Event description:
It was reported to nova biomedical that a consumer received a result of 159 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin and subsequently experienced a hypoglycemic event which did require medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use and transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these direction for use at the time of call. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.